Manufacturer narrative:
(B)(4). G2: foreign: japan. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using instrument the needle fractured while in the patient. The foreign body was removed from the patient. There was no serious injury to the patient. No additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g2; g3; g6; h1; h2; h3; h6. Visual examination of the returned product/provided pictures identified the needle of the device has fractured, and the pusher wire is bent. The device has not been cycled and all sutures and anchors remain in the curved assembly. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.